Event description:
The customer reported to baxter corporate product surveillance (cps) an interlink buretrol soultion set that experienced a collapsed septum at the y-site closest to the patient. As a result blood backflow was observed, and a small amount of blood leaked out of the interlink. It was reported that the adminstration set was in use for between 36-48 hours before this incident occurred. The interlink had been previously accessed using an unknown blunt tip. The nurse administered claforan (antibiotic) to the patient and left the room. The nurse did not know the exact name or product code of what was being used to access the interlink, but she stated it was the same blunt tip they have used in the hospital for quite some time. When she returned, the peripherally inserted central catheter( PICC) had clotted off and a small amount of blood was noticed on the sheets of the patients bed. The patient was re-stuck and therapy continued. There were no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the manufacturing plant for evaluation. The unit was received contaminated with blood and connected to two unknown sets. Visual inspection confirmed a collapsed septum at the interlink y-site. Therefore, the reported condition was confirmed. The assignable root cause was determined to be manufacturing processes. As a corrective action, an internal complaint was generated for the heat seal area where the y-site is assembled. The internal complaint could not determine a root cause related to the heat seal process and determined the most likely cause to be related to handling of the unit during use. Action was taken in the form of creating awareness to associates, performing preventive maintenance on the high speed machine # 406, performing a machine assessment, and replacing the timing belts and guides. A batch review was performed on the reported lot with no deviations found.